Manufacturer narrative:
(B)(4).

Event description:
It was reported the right atrial lead was repositioned due to failure to capture and failure to sense. There was no information regarding the patient condition in the implant form. No additional information will be shared on this case.